Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized with high blood glucose levels over 500 mg/dl and ketones. The mother states that the customer had been complaining for some time about the insulin pump shooting out insulin through the needle during the manual prime. Advised the mother that the insulin pump would need to be replaced.